Manufacturer narrative:
(B)(4).

Event description:
An unexpected cgm app shut-off was reported to have occurred for (B)(4). Data was evaluated and the allegation was confirmed for (B)(4). The probable cause could not be determined post investigation. No injury or medical intervention was reported.